Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to inability to inflate the device. The existing ipp pre-connect was explanted and replaced; the existing reservoir was left implanted and in use. No patient complications were reported.